Event description:
Warning "end of life" appeared during device interrogation, whereas the device had been implanted two weeks before and the battery impedance is into the specifications.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.